Event description:
The facility representative reported a flogard infusion pump with a broken door. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available at this time.

Manufacturer narrative:
(B)(4):the reported problem of "door broken" was confirmed during device evaluation. During visual inspection physical damage was found on the pump head door p2. The pump head door p2 with required parts were replaced to resolve the reported issue. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.